Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Moreover, swelling was noted and patient was experiencing pain. To date, the crt-d remains in service. No additional adverse patient effects were reported.